Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00017, 00019, 00020, 00021.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed and analysis showed no trend. Device history record reviewed. Evidence that product in specification when used; undetermined.

Event description:
Allegedly revised for an unrelated issue.